Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.